Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare field representative that the heater wire in an rt201 adult CPAP inspiratory heated breathing line was disconnected. It could not be connected to a heater wire adapter. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory elbow of an rt201 breathing line was returned to fph (B)(4) for investigation. It was visually inspected for damaged pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory elbow. A visual inspection revealed that the inspiratory heater wire pin was bent. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for lot number 100831. Conclusion: it is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).